Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 36 and 48 hours. In addition the patient reports the pods cannula had become dislodged from the pod infusion site, (leg) and the pod was leaking during wear,

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could cause the dislodging of the cannula. Thus, the exact cause of the reported dislodging could not be determined. Investigation of the cannula assembly did not find any damages or abnormalities that could result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. Cracks were observed on the top and bottom housing of the returned device. However, the cracks did not affect the functionality of the device.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 pod. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): model no changed from pt-000536 to pt-000435. Catalog no changed from unavailable to pod-ble-h1-520. Unique identifier (UDI) # changed to (01)10385083000114(B)(4).